Event description:
It was reported that the patient's blood glucose level was greater than 300 mg/dl after wearing a new pod for an undisclosed period.

Manufacturer narrative:
The device was returned for evaluation, and the exposed portion of the soft cannula was observed to be torn and short, measured to be 0.87 inches long, and fluid could not flow through the entire fluid path as a result. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. Based on the evaluation of the returned device, the root cause of the damaged cannula could not be determined. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone14.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.